Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was not working correctly. When the system controller was connected to it, the controller would alarm. A no external power alarm was noted. Evaluation and repair were requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while a system controller was connected to the mobile power unit (mpu) was confirmed and reproduced. During the evaluation of the returned mpu, serial (B)(6), it was noted that the unit had multiple points of damage on the patient cable. The system powered up, and the unit was connected to a mock loop. An atypical no external power alarm activated when the controller was connected to the mpu. The issue was traced to the patient cable. The customer requested the return of the mpu unrepaired. No further testing was performed, and the unit was returned with the label "not for human use". Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was due to damage to the wires in the patient cable. Silicone encasing around the controller connectors was loose. The device history record for the mobile power unit (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.